Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) reported that they checked the safety disk connections and error logs, and the unit had no issues. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shows autofill failure issue. No ne was harmed.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit shows autofill failure issue. There was no patient involved.